Event description:
During a laparoscopic esophagectomy the distal end of the boot delaminated. There was complete separation of the part. Another device was used and the case was successfully completed with that instrument. No pt info was provided.

Manufacturer narrative:
The miseal thermal ligating shears kit was not returned in a timely manner, therefore, no investigation could be conducted. No lot number was provided; therefore, the device history record could not be reviewed.